Event description:
A malfunction occurred with the customer's pump, showing malfunction code 13. There was no adverse impact to the customer¿s blood glucose level. The customer, whose pump was still under warranty, was assisted by customer technical support (cts) who confirmed the shipping address and arranged for a replacement pump, as the malfunction code was not resettable. The customer was instructed on how to put the pump into storage mode and advised on steps to take upon receiving the replacement. The customer will use mdi as a backup therapy to ensure continuous insulin delivery and was asked to return the problematic pump using a pre-paid ups label. The customer understood and acknowledged all instructions.